Event description:
Excel ultra iii e-stim unit was applied using 4 electrodes to pt's right shoulder in therapy treatment. Approx 5 minutes into the session, the pt reported the unit suddenly stopping. Pt did not report any other unusual event at that time. Electrode contact was checked and treatment was resumed for 10 minutes without other incident. On (B)(6) 2011, pt presented for another therapy session. It was reported at that time that "burns" appeared on her shoulder over the weekend. Pt reported that during the initial session, that prior to the unit shutting off, her shoulder felt like it "twisted" or "tightened up" and then the unit shut off. Second degree burns present at electrode site anterior and posterior shoulder.